Manufacturer narrative:
(B) (4). (B) (4). No anomalies to the emboshield nav6 or components and the retrieval catheter (rc) were reported during the prior to use inspection or flushing steps of the retrieval catheter. However, factors that may contribute to the rc not crossing through the stent during advancement include, but are not limited to, stent deployed at a bend, damaged stent, kinked barewire, device placement technique, accessory device support, and interaction with other device and rc advancing technique. The lesion was described as being heavily calcified and 80% stenosed, which may have contributed to the advancement of the rc within the stented area. In this case, the aortic arch was type ii and diseased. A lot history review was performed. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: difficulty retrieving the filter. Time of the device issue: during filter retrieval. Adverse event: none. It was reported that during a left internal carotid artery stenting procedure, during filter retrieval, the emboshield nav6 retrieval catheter would not advance beyond the proximal edge of the xact stent. An angled non-abbott catheter was used to successfully retrieve the filter. The hypotension resolved on the day of the procedure. One day post-procedure, the patient was discharged to home. Though requested, there was no additional information provided.